Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No further information or investigational inputs have been made available. A search of the complaints databases finds other reports against the metal head and metal liner provided product and lot combinations. Per procedure, these devices are exempt from DHR review. A search of the complaints databases finds no other reports against the remainder of the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that the patient is experiencing macro separation.update rec'd (B)(6) 2014 new clinical report received. The patient is experiencing altr, noise-clicking, stem subsidence, femoral component loosening. Patient has not been revised. The information received does not change the MDR decision.update rec'd - sales rep reported revision surgery. Patient was revised to address pain. The existing MDR decision has been reversed and the liner, head, and stem have now been reported.complaint was updated on: (B)(6) 2014.